Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a hardware low level failures. Customer blood glucose reading was unknown. Troubleshoot was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures , variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 3 of the ambient light sensor .